Event description:
The consumer and health care provider (hcp) reported that the patient needed an appointment because they needed to keep turning up their device ever so often. If they didn't the patient was always rushing to the bathroom. The most recent time they had to keep turning it up was on (B)(6) 2016. The patient had to make an appointment with their hcp. The hcp had not seen the patient since 2014 and the patient had not showed up to the last 2 scheduled appointments. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation, bowel dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.